Event description:
Pt admitted 3/27/96. Pt condition worsened overnight. Day of event, md and husband at bedside when pt became bradycardic, acls protocol initiated. Rhythm changed to v-tach followed by v-fib at which time pt was defibrillated. Body did not jerk. Another unit was brought in and used. Code summary from original device confirmed no defib had occurred. Later after review of the code, biomed check of device and interview with nurses it was determined that the pacer/defib pads were not plugged in to the unit initially.